Event description:
It was reported that the patient underwent an initial total knee arthroplasty and subsequently underwent a revision due to poly wear approximately 10 years later. There was no surgical delay and the surgical technique was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: 2013. D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified sign of being in-vivo. Wear can be seen on the condyle with discoloration and delamination. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.